Manufacturer narrative:
This report is submitted on 14 february 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and was treated with a steroid injection.